Event description:
The subject device was implanted on 6/11/96 during an anterior cervical diskectomy and fusion of c4-7 for a dianosis of c4-5, c5-6 and c6-7 degenerative disc disease with right foraminal encroachment. The device was found to have broken on 2/16/98 at the c6-7 level with solid fusion at c4-5 and c5-6. The device was removed and replaced with a similar device on 5/5/98.